Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the customer was getting a system error. The device was not in use at the time of the event. Remote support assisted the customer. The customer could not remember the error message and after entering the service password, the customer said the error disappeared. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.